Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2016, the device was implanted via v-p shunt to a patient with head trauma ((B)(6) male). The initial pressure setting was 90mmh2o. On (B)(6) 2016, an incision over the valve opened and it was sutured with a skin stapler (3m). On (B)(6) 2016, the incision opened again. Suspecting a defect in the valve, the surgeon removed the valve and confirmed it was broken. The patient is currently being monitored without re-implanting another valve. The surgeon cites the following three possibilities as a cause of the valve breakage: the kelly forceps may have damaged the valve when creating a pocket during implantation; or a staple may have touched the valve and damaged it at the suturing of the open incision; or the valve may have been damaged when explanted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was visually inspected; a tear was found in the silicone housing, as well as 2 marks in the siphon guard. As noted in the complaint description this is possible due to the forceps or staple. Review of the history device records confirmed the valve product code 82-3832 with lot ctdbm5, conformed to the specifications when released to stock in 4th may 2015. The root cause is probably due to the forceps or a staple as noted in the complaint description, this however could not be determined. As noted in the IFU silicone has a low cut and tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.